Event description:
The pt reportedly experienced intermittencies followed by a loss of lock between the external equipment and implant. External equipment was exchanged and reprogramming was attempted, however, the problem was not resolved. Testing showed that the device was not functioning. Surgery to reimplant the pt's device will be scheduled.